Event description:
The lay user/reporter called lifescan (lfs) on october 15, 2006 and alleged that her mother's meter would not power on. The medical affairs specialist spoke to the reporter on october 19, 2006, and obtained and verified the following information. The patient was unable to test on her meter for 9 months due to the meter not powering on. She visited her physician to have her blood glucose tested. Prior to the meter issue, the patient was testing her blood glucose once a day. She did have a couple of incidents when she felt hyperglycemic, the reporter does not know the exact symptoms. She visited her physician when she had the symptoms and she was given an unknown oral medication. The patient is currently not taking any medications for her diabetes. During troubleshooting, the reporter discovered that the battery contacts were corroded. This complaint is being reported, as the meter issue was not resolved with troubleshooting, the patient was unable to test her meter, and during that time, the reporter claims the patient became hyperglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.